Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the pump's alarm sound was not annunciating. The customer's blood glucose level was "high", although specific value not provided. Customer addressed bg level via correction bolus via pump. Reportedly, the customer reverted to an alternate method of insulin therapy.